Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy evidenced by blood glucose measuring 66 mg/dl. The patient was reportedly found ¿convulsing¿ the night of (B)(6) 2018. The patient was given glucagon at home by a family in treatment of the low blood glucose. The patient was taken to the hospital in the morning on (B)(6) 2018. There was no information provided regarding any treatment received by the patient at the hospital. The patient was reportedly discharged from the hospital that same afternoon. The health care provider (hcp) reporter did not have the patient¿s insulin pump for troubleshooting at the time of the report. The reporter alleged on their review of the 3-day bolus history, the bolus totals did not match by a greater than 5% difference. However, the reporting hcp also stated that the pump history had been wiped out and no information was available. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with an alleged history/settings issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 30-oct-2019. Device evaluation: the device has been returned and evaluated by product analysis on 16-oct-2019 with the following findings:. During investigation, the pump passed all required testing for delivery accuracy and bolus history recording. The pump history confirmed 6 boluses were programmed and delivered on (B)(6) 2018 all boluses delivered full amounts.6 boluses totaling 45.85 units . Bolus total daily dose (tdd) adds up correctly with bolus deliveries. Unable to verified inaccurate bolus totals in pump history. Battery compartment cracked above grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.